Manufacturer narrative:
(B)(4). The analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil, however the device was dry fired to test functionality and it achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during hepatobiliary cadaver lab while performing a laparoscopic distal pancreatectomy procedure on a fresh cadaver, the surgeon tried to fire the device on a really thick portion of the pancreas, but the device locked out. The device was removed and when the surgeon went to close on tissue again, the distal ends of the device were visibly out of alignment and could not physically close together. Another like device was pulled to complete the procedure for the lab. The device was not used on a living patient.